Event description:
In 2004, the pt reportedly fell from playground equipment. At that time, the pt reportedly did not complain of pain and no swelling of the implant site was observed. In 2004, while wearing the sound processor, the pt reportedly experienced intermittency. The next day, the pt reportedly was unable to hear sound. External equipment was exchanged. However, the reported problem was not completed resolved. Three days later, the pt reportedly was seen at the center for device eval. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.